Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 490 mg/dl. Customer felt out of sort too. Customer reported that they were unable to calibrate the pump. It was also reported that infusion set was not connected properly and fell off. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was also using the auto mode feature at the time of the incident. The customer treated for high readings by using insulin pump. The pump will not be returned for analysis.